Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter's address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the product was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient used the oxysept disinfecting solution and developed eye redness; patient did seek medical attention and has recovered. No further information available.